Manufacturer narrative:
Investigation conclusion: sample evaluation; we have been provided with a picture of the affected sample. After the evaluation of the returned picture of the sample, we confirmed the reported issue, and identified the foreign matter as embedded contamination in the plunger. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº(B)(4) (april 21 - 23rd, 2017). Syringes were assembled in machine nº(B)(4), in lot #7100070 (april 18 - 24th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7100038, and #7089480, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7100033, #7089481, and #7083117 and no problems, defects or qn related to the reported issue were found. Root cause description: root cause analysis; the embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyethylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it. Confirmation: the returned picture of the affected sample presented embedded contamination in the plunger. CAPA determination: no - based on an evaluation of severity and frequency it was determinated that no corrective action is required at this time.

Event description:
It was reported that a bd¿ 5ml syringe was found before use with black foreign matter on plunger rod in barrel. There was no report of injury or medical intervention needed.